Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture, impedance measurements of greater than 2000 ohms in unipolar and bipolar configurations; and a lead fracture was noted. The device was reprogrammed to vvir and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.